Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on 03/29/2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with grade 02 osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with first course of synvisc (hylan g-f 20) injection, ((B)(6) year old at the time of first course). On (B)(6) 2007, the patient initiated treatment with intra-articular synvisc injection (of second course) in the right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2007 (after seven days), the patient experienced synovitis in the right knee. On an unspecified date in 2007, the patient received treatment with depo-medrol (methylprednisolone acetate) for synovitis. On (B)(6) 2007, he patient recovered from the event of synovitis. On an unspecified date, the patient received second synvisc injection. On (B)(6) 2007, the patient received third synvisc injection. On (B)(6) 2007, the patient again developed synovitis in right knee. On an unspecified date in 2007, the patient again received treatment with depo-medrol for synovitis. The action taken with synvisc was not provided. The outcome for the event of synovitis was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The qa (quality assurance) investigation results were received on 04/08/2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow-up information was received on 04/10/2013 and the patient initials were reported (B)(6). Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.